Event description:
It was reported that the patient complained that the implanted pump would work for a day or two and then stop working. During one refill, the physician indicated that a vacuum or negative pressure was experienced which sucked all of the medication from the refill syringe and into the pump. The pump was explanted and replaced.